Event description:
Boston scientific received information that during the procedure it was noted that the tip of this left ventricular lead was bent. It was not possible to insert the guiding catheter. The lead was disposed due to an infection. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this lead was discarded to due the patients hepatitis c. There was no evidence of an infection caused by this lead or any other products.